Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device with reported issue referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement was performed at multiple access sites in the right common femoral vein using the pre-close technique prior to a cardiac ablation interventional procedure. Two prostyle devices had cuff misses [suture retrieval issues] at the middle 10f access site. The use of prostyle devices and the pre-close technique at this site was abandoned. The sheath was upsized to a 24f and the ablation procedure was completed. Hemostasis at the access site was achieved with z-suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.